Event description:
The patient reported, he was admitted to the hospital for a toe infection. Prior to admission, the patient's blood glucose levels were "slightly elevated because of the infection." The patient stated that while in the hospital his blood glucose readings rose to the 300-400 mg/dl range with his normal readings being 133-200 mg/dl. The patient feels his insulin infusion device is not delivering the proper amount of insulin. He stated that one day, he used over 100 units of insulin and his readings did not come down. He said the device then gave an 09 (technical inspection) alert. The patient stated he then switched to his backup infusion device and changed all of his accessories and his blood glucose readings returned to normal where they have remained. The product was requested to be returned for evaluation.